Event description:
It has been reported to philips that system the allura system did not start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc, recreated image store and upload new license which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the host pc¿s disk bay was unable to power on the hard disk drive (hdd) and confirmed that the host pc was defective. Fse replaced the host pc, hard disk, recreated the image store and uploaded a new license which resolved the issue. Host pc was returned for analysis and the part analysis indicated that power supply of host pc failed. After replacing the host pc, hard disk, recreating the image store and uploading new license, the system was returned to use in good working order. The codes were updated based on the investigation outcome.